Manufacturer narrative:
H3 other text : device evaluated by third party services.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dream station CPAP device's sound abatement foam. The user alleged that the device was machine does not work and user cannot breathe, user wakes up when the machine stops. There was no patient harm or injury reported. The device was returned for evaluation, during the evaluation visible foam particles were observed in the device and there were unspecified secondary findings in the complaint and unit scrapped.